Event description:
The customer reported that, the ortho provue analyzer incorrectly dispensed serum in the mts anti-lgg card microtubes and fluid was observed on top of the gel card foil. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
The customer contacted the ocd call center (cts) and indicated that the issue was resolved after performing a final wash and prime on the analyzer. The customer indicated that testing performed on the instrument showed acceptable results. Therefore, service was not required. A definitive root cause was not determined. This customer has not logged any incidents since this incident.